Manufacturer narrative:
D6: date of implant estimated as (B)(6) 2023. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and similar complaint query was not performed because the part/lot numbers were not reported. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported device damaged by another device, material deformation, unexpected medical intervention, and surgical intervention cannot be determined. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction, and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes.

Manufacturer narrative:
B3: date of event estimated as 7/30/2023. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vascular device referenced in b5 is filed under separate medwatch report number. Literature: article title successful simultaneous retrieval of two dislodged and entangled intracoronary stents using distal balloon inflating technique.

Event description:
It was reported the procedure was to treat a chronic total occlusion of the left anterior descending (lad) artery. A 2.50x28mm xience stent was implanted in the first obtuse marginal (om1) with minimal protrusion of the proximal part of the stent into the main left circumflex (lcx) followed by post dilatation of the stent with a 2.75x12mm nc trek balloon dilatation catheter (bdc). A 2.50x18mm xience stent delivery system (sds) was advanced to the distal second om (om2) with difficulties. The sds did not cross the mid lcx and during retraction of the sds some resistance was noticed. The stent dislodged at the mid part of the lcx at the level of the previously deployed om1 stent. The guide wire was still in its original place through the dislodged stent therefore multiple attempts were made to retrieve the dislodged stent by twisting the wire however this resulted in the dislodged stent entangling with the proximal part of the deployed xience stent. During aggressive pullback and manipulation, the proximal part of the deployed stent was spring folded and resulted in part of the stent being pulled all the wat to the left main (lm). Furthermore the proximal part of the dislodged stent was embedded in the om1 stent while the distal part remained in the om2. At this point, the decision was made to remove both stents and guiding catheter all together if possible. Another access was made and a second guiding catheter was placed near the lm. A non-abbott balloon was able to pass through the dislodged stent. It was then inflated distal to the stent and then carefully the entire system including the guiding catheter was withdrawn pulling both stents out of the coronaries. A minor surgical intervention was performed on the femoral artery access site to remove the devices. The om1 was completely dissected therefore a new 2.50x32mm xience stent was implanted as treatment. No additional information was provided.